Manufacturer narrative:
The reported event of difficult to remove the ventricular lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones which had a bonding effect between the inside areas of the connector port and the lead body surfaces. This made the lead removal difficult. The setscrew had no effect on lead removal since it had been untightened normally by the physician and the lead was still difficult to remove from the header. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.

Event description:
Related manufacturer reference number: 2017865-2024-71899. It was reported that during a pacemaker replacement procedure, the chronic right ventricular (rv) lead had difficulty to be removed from the pacemaker header. The pacemaker was explanted and replaced on (B)(6) 2024 while the rv lead remained implanted. There were no patient consequences.